Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a motor home. The cause of death was atrial sclerosis and diabetes mellitus. The caller stated that on (B)(6) 2016 the customer started feeling bad and started to lie down. The customer had heart disease. The customer's blood glucose at the time of death was 228 mg/dl; this was the blood glucose reading at the time when the paramedics were working on the customer. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump has been given to the customer's health care provider.